Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed that the atrial lead was exhibiting noise leading to oversensing and triggering inappropriate auto mode switch episodes. Oversensing could be reproduced with isometrics. Programming changed were performed. Isometrics were repeated with no oversensing noted. The patient was in stable condition.